Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that they experienced a red rash that was red, itchy and had bumps that were from the size of a pencil eraser to a half dollar on (B)(6) 2015. There was no oozing. The patient was having difficulty breathing, but did not know why. The sensor was inserted at the abdomen on (B)(6) 2015. The patient sought medical attention and was prescribed several medications. The patient is reported to be fine now. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). A root cause cannot be determined.